Event description:
The customer reported that the system would not boot up. No pt injury was reported.

Manufacturer narrative:
The ge svc rep conducted an onsite investigation. The filament driver board and a fuse were replaced. The sys was tested and operates as intended.